Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0688 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported that the placement was successful on (B)(6) 2018. It was found that the catheter was ruptured in vitro during the preparation for maintenance of the catheter on (B)(6). Timely treatment was performed and the catheter in vivo was removed, without more serious consequences. On (B)(6) 2018 sale rep feedback: according to the clinical physician¿s description, the catheter did not completely enter the patient's body. At that time, the physician removed the catheter with tweezers.